Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing a "few" high blood glucose (bg 300s mg/dl) events. The customer stated that the high bg was due to eating more than the food bolus that was delivered. A bolus via the pump was delivered to address the high bg levels. Tandem technical support advised the customer to discuss the event with a healthcare provider.